Event description:
Facility alleges pt complained of pain in arms radiating to chest. Sob and agitations approx. Five (5) mins into dialysis with a 1st use dialyzer. Treatment discontinued. Symptoms subsideed. Dialysis resumed forty mins later with new dialyzer. No furhter problems reported.